Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they accidently pulled on the lead and made stimulation uncomfortable. The patient previously had stimulation at 0.9 and felt comfortable but since pulling on the lead they felt it to strong. The patient had lowered stimulation to 0.2. The patient thought it was still in. The patient was alive with no injury. No further complications are anticipated.